Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and hypoglycemic event was reported. The patient stated she fell asleep and did not wake from her nap. She indicated that her husband called the local emergency medical technician¿s (emts) and when they arrived, they performed a finger stick reading and the patient¿s blood glucose value was 14 mg/dl and the patient came to. The patient stated at the time, their g5 mobile application was displaying a signal loss. The emt¿s provided the patient with intravenous (IV) therapy and provided the patient with orange juice. After the patient was treated, the emts took a final finger stick reading before they left, and her blood glucose value was 120 mg/dl. Additionally, the patient mentioned that when she was napping, her pet was laying on her abdomen, covering the transmitter and sensor and when the patient recovered, she stated her pet was no longer blocking the transmitter and sensor and the readings came back on the g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection.